Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, r-wave amplitude variation and a loss of capture were noted on the right ventricle (rv) lead. X-ray imaging was performed and confirmed dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.